Manufacturer narrative:
The complaint investigation for unusual curves with the kit bd max sars-cov-2 reagents (ref.(B)(4)) lot 0353953 was performed by the review of the manufacturing records and the verification of complaints history. Customer complained about a result¿s graph showing that the pcr reaction curve is wavy when using the bd sars-cov-2 reagents for bd max¿ system kit from lot 0353953. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lot 0353953 was manufactured according to specifications and met performance requirements. No data was provided for the investigation. Many phenomena could explain unusual curves. However, without data, it was not possible to conduct a root cause analysis. Based on the limited available information, the cause of the customer issue remains unknown. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 0353953. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars cov-2 20 jagged curves were obtained. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4) the following information was provided by the initial reporter: "the graph showing the reaction status is wavy, and there are a number of cases where measurement errors occur. There is a possibility that it is derived from the equipment, so fe will handle it, but we will raise the pir for reagents just in case."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 20 jagged curves were obtained. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "the graph showing the reaction status is wavy, and there are a number of cases where measurement errors occur. There is a possibility that it is derived from the equipment, so fe will handle it, but we will raise the pir for reagents just in case."